Manufacturer narrative:
In spite of research done to date, co has not been able to establish causlity for this type of event.

Event description:
An 18 g double lumen PICC was inserted 12 inches into a 27 yr old pt with spina bifida. His eyes rolled back, his body stiffened and he passed out. His sao2 dropped (the amount was not available). He was given oxygen by 50% ventimask, after receiving the oxygen for a "couple of minutes" his sao2 was 93%. His o2 saturation continued to improve. The pt awakened. A different brand PICC was placed later that day without difficulty, the physician diagnosed the pt as having had a vasovagal response.